Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician used a guidewire and a microcatheter to place a coil (subject device) at the target location inside the patient's anatomy. When the physician withdrew the microcatheter, the subject coil which had already been successfully detached, was found to be stuck on the microcatheter and came out with it. The subject coil went into the y valve and was completely removed from the patient's anatomy. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the main coil was detached and returned in an rhv. The main coil was stretched and there was procedural substance on the main coil. Functional test was not required. The reported defects were not confirmed however, the analysis results are consistent with the event. The reported event was confirmed based on the damage noted to the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The analyzed event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analyzed event. The device was returned with an rhv. The subject coil was stretched, it was detached from the delivery wire as it had been previously detached within the aneurysm. It is probable that the coil was caught on the tip of the microcatheter when it accidentally moved out of the aneurysm causing the reported event. An assignable cause of caused by other will be assigned to the reported and as analyzed events.

Event description:
It was reported that during the procedure, the physician used a guidewire and a microcatheter to place a coil (subject device) at the target location inside the patient's anatomy. When the physician withdrew the microcatheter, the subject coil which had already been successfully detached, was found to be stuck on the microcatheter and came out with it. The subject coil went into the y valve and was completely removed from the patient's anatomy. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.